Manufacturer narrative:
The customer was assisted over the phone by the customer technical specialist (cts) and was able to isolate a leak at the bsv; tubing became disconnected from the port that contains the black strain relief (port 1). The customer refitted the tubing, resolving the leak. The samples were then rerun for verification without any further issues. Service was not dispatched for this event. (B)(4).

Event description:
The customer reported an estimated 30 ml contained diluent leak from the bsv of the unicel dxh 800 coulter cellular analysis system. The customer also reported recovering zeros for wbc, rbc and plt and hgb, along with hgb and diff incomplete computation (dots). There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.